Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer attempted to calibrate the transducers and stated that the exp flow transducer was failing and that he would like to order a new main board. The part number was provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the vela ventilator is having a transducer fault during user verification tests (uvt). Furthermore, there was no patient associated with the reported event.